Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became shattered and difficult to read due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use their current pump for insulin therapy.